Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, eyes are burning blood shot, difficulty in breathing, runny nose, stuffy nose, light headache, dizziness, nasal irritation, throat soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging respiratory tract irritation, burning eyes, troubles with breathing, runny nose, very stuffy, light headed, dizziness, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer responded, but not provided any response regarding device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging respiratory tract irritation, burning eyes, troubles with breathing, runny nose, very stuffy, light headed, dizziness, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam.. Additional information was received allegation of nose irritationrespiratory tract irritation section e1 was updated. Section h6 health effects - clinical codes.